Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported "catheter kinked - did have a stat lock on it." No patient harm reported. The catheter was removed. The patients condition is reported to be fine.

Manufacturer narrative:
(B)(4). The customer returned one 20ga x 8cm endurance catheter for evaluation. Visual inspection confirmed there was a kink in the catheter body adjacent to the juncture hub that contained a crack. The catheter body also contained some minor bending distal to the kink. The kink in the catheter body measured approximately 1 mm from the juncture hub. The total length of the catheter body measured 84 mm, which is within specification of the nominal value 85 mm per catheter graphic. The outer diameter of the catheter body measured 0.04385", which is within specification of 0.038-0.048" per catheter product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush catheter using a 10 ml syringe filled with normal saline for injection." When the catheter was flushed with a lab inventory water filled syringe, water leaked from the crack at the kink. The IFU provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Allow insertion site to dry completely prior to applying dressing. Do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The complaint of an endurance catheter leak was confirmed by a complaint investigation of the returned sample. The catheter body contained a kink and crack adjacent to the juncture hub. Due to an increased trend in endurance catheter leaks/separations, a non-conformance has been initiated to further investigate this issue. The root cause has not yet been determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "catheter kinked - did have a stat lock on it". No patient harm reported. The catheter was removed. The patient's condition is reported to be fine.